Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 490 mg/dl at the time of incident. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer stated that infusion set was leak. The insulin pump will not be return for analysis.